Event description:
The following has been reported: customer reported: IV infusion of norepinephrine reported air in line, rn resolved issue. When restarting medication, ivenex pump reported "IV tubing set missing". Rn took tubing out and attempted to trouble shoot issue. When restarting, pump now reported "tubing set misloaded". At this point, patient's blood pressure dropped significantly requiring a bolus dose of phenylephrine. Tubing ultimately had to be changed for the norepinephrine line before medication could be restarted, resulting in patient harm and delay of care. Category e - event resulted in temporary harm and required intervention. Waiting for mayo staff to confirm serial # of pump. A preliminary review identified the following issue: tubing set misloaded. Unknown if an active infusion was stopped. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Due diligence has been completed. No additional information was obtained. No serial number was provided. No device history review was able to be performed. Therefore, the reported condition could not be confirmed nor could a root cause be identified.